Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient returned with in-stent restenosis. The index procedure treated the 90% stenosed 6.0x10mm target lesion located at the bifurcation of the left common carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilatation with an unspecified device, the residual stenosis was 10%. Two days post procedure, the patient was discharged with a nih stroke value of 2 for facial palsy and sensory motor functions. The patient returned 373 days following the index procedure for a scheduled 12 month ultrasound noting a 50% restenosis of the target lesion. The follow up visit, the same day reported the patient as asymptomatic. The site noted that the patient will continue to have ultrasound surveillance every 6 months. The event was resolved without residual effects. Per the physician, the event relation to the study device was listed as "unrelated".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.